Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) secondary to suspected pump thrombosis. The patient was recently instructed to resume warfarin at 4 mg daily (B)(6) 2016; however the patient had only 3 mg pills available. After notifying a healthcare professional, the patient was started on 3 mg warfarin for approximately one week. The patient reportedly has had no lightheadedness or dizziness, and was compliant with all medication. No additional information was provided.

Manufacturer narrative:
The referenced previously reported gi bleeding was reported under medwatch MFR report # 2916596-2016-01788 and 2916596-2016-02161. No device-related issues were identified through the evaluation of the returned pump, and a direct correlation between the device and the reported event could not conclusively be established. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. The patient was listed as status 1a for transplant due to multiple gastrointestinal (gi) bleeding events and a hemolysis event suspicious for pump thrombosis. The patient had a history of gastrointestinal (gi) bleeding and arteriovenous malformations that were previously reported. No further information was provided.